Event description:
Boston scientific (bsc) crm received info that this pt's dextrus atrial lead required several repositionings as it would not stay in place. Therefore, the lead was removed from service and replaced with a fineline lead.